Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported urgent care due to high blood glucose. The blood glucose reading at the time of the event was 900 mg/dl. Customer was vomiting and nauseated. Customer refused to go to the hospital. Urgent care facility treated high blood glucose with manual injection. Nothing further reported.